Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit¿s display is black. The unit was triaged and the reported issue was confirmed. The unit¿s display was defective. The display was replaced in order to correct the issue. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit's display is black. No patient involved.

Manufacturer narrative:
The aware date for this complaint should have been updated to (B)(6) 2017. On (B)(6) 2017 is the day that service found the reportable malfunction with this unit. This would have resulted in the complaint being reported within the required 30 days.